Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise in both the right atrial (ra) and right ventricular (rv) channels and recorded high impedance measurements. Boston scientific technical services (ts) reviewed the stored episodes and confirmed the noise corresponded to the device respiratory rate trend (rrt) response to the leads elevated impedances. Both implanted leads are non-boston scientific devices. Reprogramming options were recommended. The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).